Manufacturer narrative:
Investigation summary: one photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally, retention samples were functionally evaluated for fill volume and all tubes tested were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes were overfilled. There was no health impact or consequences reported.